Manufacturer narrative:
One 7207916 biorci 7x20mm screw used for treatment, was returned for evaluation. The complaint stated: ¿¿a biorci screw broke into pieces while being inserted into the tunnel.¿ the product was received fractured into multiple pieces. This is not the entire product. The portions were torn and shredded. The conditions are consistent with excess torque applied and entanglement with a guidewire or other instrument. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
Two related biorci 7x20mm screws used for treatment, were not returned for evaluation. Due to unavailability, the allegations could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Use of other than recommended prep instrument size or types. 2. Getting entangled up with other instruments or devices. 3. Stripping or over-torque. 4. Damaged prep instruments. 5. Unexpected bone density/condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. If hard bone is encountered, the biorci tap should be used.¿ product met specifications upon release to distribution. Complaint history review found no other reports for this lot. The second device report number is: 1219602-2019-00761. Correction in patient code: should be 2687 instead of 2692.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction surgery, two biorci screws broke into pieces while being inserted into the tunnel. All fragments were retrieved from the patient by using artery and grasper. A back-up device was available to complete the surgery; additional bone holes did not have to be drilled. The surgery was not significantly delayed. The patient was not injured.